Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. No physical damage was reported. Error history log review found a watchdog error. The root cause of the reported issue was unable to be determine the intermittent of the error. Actions were taken to mitigate the reported issue: replaced speaker for preventive. Replaced main board for preventive. Performed all the functional tests.

Event description:
It was reported that the pump had an audible alarm/ watchdog failure. No patient injury was reported.